Event description:
It was reported that when an asymptomatic patient was undergoing a pre-discharge check, during the lv capture test, post-paced t-wave oversensing was observed. The device was reprogrammed successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.